Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing soreness at her ipg site after stimulation has been on for several days. The soreness goes away after a day once the stimulation is turned off. A sjm rep met with the pt and lead diagnostics showed no abnormalities. The pt is receiving effective stimulation.